Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. It was reported that the proximal screw was not bicortical. Review of the surgical technique confirmed that for proximal screw placements for short nails that the screw is to be inserted biocortically. Proximal screw placements for long nails is not indicated to be inserted bicortically. With the limited information regarding what nail was used and no medical records being provided, a definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on approximately eight (8) years and nine (9) months ago as part of a pmcf study on the afn and rfn znn (zimmer natural nails). Subsequently, it was reported that approximately one (1) post-implantation, the patient had proximal screw migration which resulted in femoral shortening. The proximal screw was short and not bicortical which resulted in screw migration causing the fracture to collapse, resulting in femoral shortening of 1.5-2cm. Insole was used as treatment. Attempts have been made and no further information has been provided.